Event description:
As reported by the user facility: IV tubing came disconnected at the luer lock causing pt to lose blood that ran onto floor. Additional info received from the facility indicated that the pt did not require blood replacement. The catalog number and the lot number remain unk as the packaging was discarded.

Manufacturer narrative:
The actual device has not yet been received for the MFR to evaluate. The facility was contacted on 8/10/2006 and indicated that the sample will be sent. To date, the sample has not been received. Without the actual sample, a thorough eval could not be performed. No specific conclusions can be drawn. If the actual device is received, a follow-up report will be filed.